Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported color bars intermittently appeared and disappeared on the cystoscope monitor screen and the observation screen sometimes did not display, possibly due to poor contact during an unspecified diagnostic procedure involving an olympus video system center. There was no patient injury reported.